Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding inhibited polymerase chain reaction (pcr) results when using the nuclisens® easymag® extraction protocol with the nuclisens® extraction buffer 3 (ref 280132, lot z010be3eb). The customer performed extraction for h. Pylori amplification using nuclisens® extraction buffer 3 lot z010be3eb. All results obtained were negative and the internal controls were not amplified. A biomérieux internal investigation was conducted on the reagent valve assembly. It was determined that the cause of the issue was an electro valve failure. The failed reagent valve assembly an old model (pn 37.0763.000.b). A new model of this electro valve has been generated (p/n mb0105-1) through design change; therefore, no corrective or preventive actions are deemed necessary at this stage.

Event description:
A customer in (B)(6) notified biomérieux of inhibited polymerase chain reaction (pcr) results when using the nuclisens® easymag® extraction protocol with the nuclisens® extraction buffer 3 (ref 280132, lot z010be3eb). The customer performed extraction for h. Pylori amplification using nuclisens® extraction buffer 3 lot z010be3eb. All results obtained were negative and the internal controls were not amplified. A delay of > 24 hours was reported by the customer, but there is no indication or report from the laboratory that the event led to any adverse event related to any patient's state of health. Inhibition can lead to a false result if the customer does not use the internal controls. A biomérieux internal investigation will be initiated.